Manufacturer narrative:
Check of the DHR of the lot # involved (201505793) did not show any pre-existing anomaly. No pre-existing defects were found on the material (x15tn) used to manufacture the bit. We also received the broken bit (both fragments), and we verified that the bit broke approximately 23mm above the tip of the helix part. The piece returned underwent a further dimensional check (focused on the core diameter of the bit) which confirmed the absence of dimensional anomalies on it. According to the information reported, the drill bit broke before the drilling phase, but we don't know the exact use of the bit by the surgeon. An unexpected bending load is the most likely cause for the breakage. According to our pms data, the specific breakage rate related to drill bits with model # 9084.20.081 is (B)(4). Lima corporate, after receiving other similar complaints, performed the following corrective action on the drill bits with model # 9084.20.081 and 9084.20.086: improvement of the drawings with increase of the core diameter of the drill bits to enhance the mechanical strength of the drill bits. Lima corporate will keep monitored the market to verify the effectiveness of the above corrective action.

Event description:
The drill bit broke during surgery, before the surgeon started drilling. No consequences for the patient. Surgeon used the long drill bit to complete the surgery. The event occurred in the us.